Event description:
The pt experienced a loss of therapeutic effect and stimulation in the wrong location following an auto accident. No other details were provided. The pt had relocated and was seeking a new physician. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).